Manufacturer narrative:
(B)(4). Follow up emdr submission for device evaluation no complaint sample was provided for evaluation. Consequently, the investigation was not able to assess the quality or condition of the sample in regards to the provided failure mode description. The DHR review for lot 0000937229 did not identify any issues that may have contributed to the reported failure mode. The investigation was not able to identify a probable root cause since the DHR review did not identify any issues that may have contributed to the reported failure mode and no complaint samples were provided for evaluation. Since no probable root cause was identified for the reported failure mode, no corrective or preventive actions were identified for the complaint. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Manufacturer narrative:
Cfn-2017-3054 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Per customer: this is to testify that there was equipment failure of the pleurx catheter system on two occasion (B)(6) and (B)(6) 2017 for the same patient mr. L (B)(6). He came to see me for breathlessness, fever and hemoptysis and he had worsening right sided malignant pleural effusion. I decided to convert it to the pleurx indwelling pleural catheter from the cook's wayne catheter. The first attempt was made on (B)(6) at 8:30 am in the bronchoscopy suite under sterile condition following the old track from removal of the cook's wayne catheter. Immediately following the insertion of the peel away introducer and after removal of the guide wire and dilator any further attempt to insert the silicone fenestrated pleurx catheter met with extreme resistance. The reason being is that the peel away introducer was not robust enough to withstand the compressive force of this particular patient's pleural anatomy. We were in the correct location and in fact we were in the pleural cavity as the pleural fluid was seeping through the peel away catheter. Both attempts at insertion was made in the triangle of safety over the right axillary space. This patient has suffered a lot and is still suffering a lot because of the equipment failure and in fact he is now warded for a non-healing entry wound following the first failure of the pleurx catheter entry site. He is febrile and requires antibiotics. A second record was created to capture the 2nd event.